Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) pressure regulating balloon (prb) opened and not used due to an unspecified reason. A different prb was used to achieved the desired results. No additional patient complications were reported in relation to this event. Should additional information be received, or product investigation completed, a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) pressure regulating balloon (prb) opened and not used due to an unspecified reason. A different prb was used to achieved the desired results. No additional patient complications were reported in relation to this event. Should additional information be received, or product investigation completed, a supplemental report will be submitted.